Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It was unknown whether there was any deviation from instruction for use in reprocessing steps for the locations with foreign material. There was no damage to the area where the material resided. Therefore, a definitive root cause could not be established. The white foreign material may have been caused by an anti-gas product such as simethicone. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope air/water tube and air/water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.